Event description:
Female patient in her 50¿s, with a newly inserted peritoneal dialysis catheter. Returned for removal of the peritoneal dialysis catheter 5 days later, because the catheter was fractured, leaving only the internal segment. The physician's visual inspection identified the fracture was at the level of the superficial catheter cuff. Day 5: unplanned procedure for removal of catheter. Day 5: cipro x 10 days, follow up visit 2 weeks and new catheter to be inserted after site is healed. Day 15: per dr. - he feels there probably was a defect in the catheter because when looking back at the pictures it looks like there was some extravasation which he thought originally was just flowing back the track.